Event description:
Per the clinic, the patient experienced chronic infection at the implant site. On (B)(6) 2014 the patient was prescribed oral antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(6). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was taken to the operating room on (B)(6) 2014 and administered general anesthesia to facilitate the use of a biopsy punch to access the site for abutment placement and thinning of the skin flap. The abutment was placed and the site was sutured closed. The implanted device remains. This report is filed october 22, 2014. Implanted device remains.